Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the curved bipolar dissector instrument was not engaging. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the reported complaint. For clarification, the instrument was found with a broken bipolar yaw pulley. As a result, motion at the wrist was no longer intuitive. A broken piece was missing as a result of the breakage and the missing piece was not returned by the customer. Size of missing piece was approximately 0.18¿ x 0.08¿ and 0.17" x 0.08". Root cause is attributed to mishandling/misuse such as excess force applied to the distal end of the instrument. Additional observation fa found during their investigation: the instrument was found to have a severely bent grip, where one grip tip was bending backwards. Grips would no longer meet when fully closed. Grip performance was reduced. Root cause of a severely bent grip is attributed to mishandling/misuse. No image or video clip for the reported event was available for review. A review of the device logs for the curved bipolar dissector instrument (part# 470344-14/ lot# n10170313-0014) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2020 via system (B)(6) for a radical prostatectomy with lymphadenectomy procedure. There were 1 uses remaining after this last usage. This complaint is reportable due to the following: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.